Event description:
During a routine shift check by a clinician, the device intrmittently powers on without video display and when the display is functioning an "error 42" and "error 51" messages are displayed. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.